Manufacturer narrative:
The lens was returned in liquid in lens case/vial. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.5/091 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the patient experienced excessive vault. On (B)(6) 2016, the lens was exchanged with a shorter lens and an additional suture was performed. As of the MDR submission date, the lens has not been returned for evaluation.